Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 33-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, uterine hypertrophy, obesity, post coital bleeding, per vaginal bleeding, fibroids, cervicitis human papilloma virus, cervical spinal stenosis, intramural leiomyoma of uterus and lower abdominal pain. Concomitant products included losartan since (B)(6) 2015 and metoprolol succinate since (B)(6) 2015 for essential hypertension as well as colecalciferol (vitamin d3) since (B)(6) 2017 and ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("pain back area"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the back pain, depression, anxiety, migraine and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No spillage of contrast is noted. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea. Lot number: 620742 manufacture date:2006-08. Expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleed') in a 33-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, uterine hypertrophy, obesity, post coital bleeding, per vaginal bleeding, fibroids, cervicitis human papilloma virus, cervical spinal stenosis, intramural leiomyoma of uterus and lower abdominal pain. Concomitant products included losartan since (B)(6) 2015 and metoprolol succinate since (B)(6) 2015 for essential hypertension as well as cholecalciferol (vitamin d3) since (B)(6) 2017 and ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("pain back area"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and metrorrhagia had resolved, the back pain, depression, anxiety, migraine and fatigue outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, general abnormal bleed, metrorrhagia (bleeding between periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No spillage of contrast is noted. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea. Lot number: 620742, manufacture date:(B)(6) 2006, expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs: added events abdominal pain, general abnormal bleed, metrorrhagia (bleeding between periods). Outcome of event pelvic pain was updated to recovered (previously reported as recovering) and updated reported event term of event anxiety. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, uterine hypertrophy, obesity, post coital bleeding, per vaginal bleeding, fibroids, cervicitis human papilloma virus, cervical spinal stenosis, intramural leiomyoma of uterus and lower abdominal pain. Concomitant products included losartan since (B)(6) 2015 and metoprolol succinate since (B)(6) 2015 for essential hypertension as well as colecalciferol (vitamin d3) since (B)(6) 2017 and ethinylestradiol; norgestimate (ortho tri-cyclen) since 2003 to (B)(6) 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("pain back area"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen), tranexamic acid (lysteda) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the back pain, depression, anxiety, migraine and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. No spillage of contrast is noted. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and medical record received: outcome and severity updated for previously reported event ¿pelvic pain¿. New events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines / headaches, dysmenorrhea, fatigue and back pain. Lot number, new reporters, patient demographic, concomitant treatment drugs, concomitant conditions and event onset dates were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.